Manufacturer narrative:
It was reported that the locking mechanism is allegedly not holding the brace in extension when engaged. No injury reported. The actual device was evaluated and the customer complaint was confirmed.

Event description:
It was reported that the locking mechanism is allegedly not holding the brace in extension when engaged. No injury reported.